Manufacturer narrative:
The zoll catheter in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed. There was no vessel injuries and no device malfunctions were reported. Per zoll labeling, possible complications with central venous catheters include thrombosis. Additionally, catheter related thrombosis are known complications with intravascular catheter use of any kind. Device not returning.

Event description:
A female patient (B)(6) was hospitalized for head injury. Patient collapsed at work and went into a seizure. CT scan revealed at intracerebral hemorrhage,and ruptured arteriovenous malformation (avm). The patient underwent a craniotomy in the or. Blood coagulopathy results were available prior to initiation. Therapeutic ivtm treatment was for fever management. The patient's temperature at the start of therapy was 36.9 degrees celsius, the patient was on arctic sun prior ivtm. The console was set to max mode initially then switched to fever mode for most of the course of treatment. The ivtm console set point was 37 degrees celsius. The target temperature set point was 37 degrees celsius. The rectal temperature probe and the blanket "bear hugger" were performed on the patient. A cool line catheter was successfully placed into the left subclavian vein. Catheter insertion was smooth without any issues by an inexperienced physician. There was no separate catheter used for the central line. The dwell time of the zoll catheter was 5 days, at the time from catheter placement until issue noticed. During an inferior vena cava (ivc) check a non-occlusive left subclavian thrombus was observed, this was considered an incidental finding that did not need to be treated. Per the physician, the patient did not have a deep vein thrombosis (dvt). The patient did not show any symptoms. The patient's status was stable.